Manufacturer narrative:
The insulin pump was returned for power loss alarms and error 25 was confirmed in the long trace. Detailed trace analysis confirmed the pump alarmed error 25 the power loss after error 25 the error 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of the micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump was received with minor scratched lcd window, case and keypad overlay. The insulin pump had peeling serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer indicated via phone call that the insulin pump alarmed pump and power error within 4 hours of the previous occurrence. The customer's blood glucose reading was 99 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.